Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, the patient received repeated occlusions warnings after pump was replaced. Reporter stated that the cannula was not bent, tubing was not kinked, and the site looked unremarkable. It was reported that the patient did not cycle cartridges before use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.